Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4 it was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the stopper was cocked in an unspecified number of tubes. This led the customer hematology instrument samplers to quickly become blunt, clogged, and then need to be replaced. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore a total of 100 retained samples from each lot number provided were visually inspected, and no crooked stoppers were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4166978, 4303911, 5006014 and 5027243, for the indicated failure mode: stopper crooked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 4. It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the stopper was cocked in an unspecified number of tubes. This led the customer hematology instrument samplers to quickly become blunt, clogged, and then need to be replaced. No adverse impact was reported regarding the patient or user.